Event description:
When the customer inserted the needle into her abdomen, she found the needle had broken off and believed a portion of the needle remained in her skin. She attempted to locate the needle using tape, but it could not be found. An x-ray was performed and the needle was not located. The consumer met with a surgeon, who informed her that a broken needle may not be observed event though it is in her abdomen. The consumer used this particular needle three times.

Manufacturer narrative:
The sample is available for evaluation. Upon completion of the investigation, a supplemental report will be submitted.